Event description:
This is report 1 of 1 for this complaint (B)(4).

Event description:
Service and repair reported that they received a small battery drive that had been in before with the same problem. While using battery drive it keeps losing power. Service and repair will send the product back to the complaint handling unit, and will replace the product.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that there are no visible damages. A complete function test was performed and the device did work as required. We are not able to reproduce the complained malfunction. This complaint is invalid from a manufacturing standpoint.